Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic after receiving the patient notification. Review of the strips noted non-sustained rv oversensing due to both post-paced t-wave oversensing and atrial competitive pacing that was causing true r-waves to fall into ventricular blanking after the atrial pace. Programming changes were made. The patient was fine. Two weeks later, another instance of post-paced t-wave oversensing was observed when asymptomatic patient present in-clinic for follow-up. Programming changes were made during the device check.